Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) beeped and shut down. The end user noted that after rebooting the iabp unit resumed normal function and therapy was resumed. It was noted that the iabp unit was on a/c power, had fully charged batteries, and there were no alarms logged in the iabp log files. The iabp unit would be taken to the customer's biomed when therapy was discontinued later in the day. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. Upon review of the iabp log files, the stm observed error code #111 and error code #112 which indicate to replace the executive processor board and associated cables. The stm ordered the parts and returned at a later date to replace the backplane to coiled cord cable, coiled cord cable, executive processor board, and related screws. Subsequently, the stm performed preventative maintenance (pm) including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) beeped and shut down. The end user noted that after rebooting the iabp unit resumed normal function and therapy was resumed. It was noted that the iabp unit was on a/c power, had fully charged batteries, and there were no alarms logged in the iabp log files. The iabp unit would be taken to the customer's biomed when therapy was discontinued later in the day. There was no patient harm and no adverse event was reported.